Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse was unable to reproduce the error. The column count was reported to be 6018 injections (maximum injection count recommended is 2500), test count 7402, and filter count 146. Fse verified that flag 43 was set properly. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 03sep2017 through 03oct2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 1- introduction & applications & chapter 6, troubleshooting states the following: storage and stability. The unopened tskgel g8 variant hsi column should be stored at 4-15°c in a cool location away from direct sunlight. The column is stable until the expiration date printed on the label. Columns are warranted for 2500 injections. General error messages. When consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. With these errors, the assay stops and the analyzer immediately enters stand-by state. 102 pres limit over: the pump pressure has risen abnormally and has caused the shutdown circuit to be activated. Turn the main power switch off and remove the cause of the pressure increase. Refer to 100 pressure high. 150 grad sensor error: the grad sensor on the pump has malfunctioned. The operator is instructed to check the grad sensor. The most probable cause of the reported event was due to a clot likely getting into the machine and worked its way out and column failure due to >2500 injections.

Event description:
It was reported that the customer receiving "error 150 grad sensor"" and "error 102, pressure limit over" with their g8 analyzer. Technical support (ts) instructed the customer to perform a pressure test with the filter removed; however, the persisted. Next, ts instructed the customer to completely power down at the flip switch with no resolution. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.